Event description:
Patient first presented to us about four years ago with a presumed infection in his total knee arthroplasty. After evaluation, he was taken to the operating room and debridement and placement of an antibiotic-containing spacer was done. A few months after first presenting to us, he had a total knee arthroplasty done as a second stage revision for infection. He had significant stiffness after surgery, but was functional. He gradually developed the onset of significant pain in his tibia. Evaluation suggested that his tibial component was loose and evaluation did not suggest that the infection had returned. He was offered a revision arthroplasty because of his radiographic and arthroscintigraphic evidence of loosening.what was the original intended procedure?right revision total knee arthroplasty.